Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous main circumflex artery. The nc quantum apex mr 15mm x 2.75mm balloon was used during post dilatation and multiple inflations were performed at unknown atmospheres. On the final inflation the balloon ruptured. The balloon was removed intact. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
(B)(4): it was noted during unpackaging that dried blood was present in the shaft and balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located on the distal end of the balloon, surrounding the hole there were scratches on the outer surface of the balloon. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)